Manufacturer narrative:
Visual evaluation confirmed the blue slider was missing. Device history record review did not reveal any abnormalities. No functional evaluation conducted.

Event description:
During the installation of the needle in the patient, the surgeon found that the cursor of the needle used to adapt the size of the ice cube was missing. Another probe was used.